Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d354trg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2011; 4968 implantable pacing lead, implanted (B)(6) 2011; 4968 implantable pacing lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) implantable pacing lead was replaced because of oversensing. The "patient alert" for lead integrity was reported to have sounded and the sensing integrity counter of the implantable cardioverter defibrillator (ICD) registered a high number of short v-v intervals. The lead was disconnected from the defibrillation system, capped and left in the patient. No further patient complications have been reported as a result of this event.